Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Event description:
It was reported that the device was used during a rectal carcinoma and resection procedure on (B)(6) 2010. During the procedure, the surgeon used the device to anastomose the tissue. At night after the procedure, the surgeon found that the anastomosis had oozed blood. So on (B)(6) 2010, the patient had a second procedure and the surgeon used hand sewing to reinforce the anastomosis. No blood transfusion. Now the patient is fine. Because the patient had the second liver, the sample was discarded. Additional information has been requested.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.